Manufacturer narrative:
During testing, battery leakage was noted from the disposable batteries in the battery compartment of the device, the battery door, and the middle printed circuit board. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a report from that customer contact that stated pump doesn't power on dc. This is not a reportable malfunction; however, during verification testing at the service ctr, battery leakage was noted from the disposable batteries in the battery compartment of the device, on the battery door, and the middle printed circuit board.